Manufacturer narrative:
Additional information was received that the physician was unsure what caused the infection. The physician believed the infection was not device related. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain, redness and swelling at the ipg site. The physician suspected an infection and was prescribed an oral antibiotic. The patient was doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain, redness and swelling at the ipg site. The physician suspected an infection and was prescribed an oral antibiotic. The patient was doing fine.